Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter and 8.4 mm in length abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 16.5mm in diameter with 30 degree angulation. The right common iliac artery and the external iliac artery was 8mm in diameter. The patient presented with leg pain. It was reported that there was right iliac artery occlusion at the right common femoral artery (cfa). The physician stated that the right common iliac artery (cia) was short in length; coiling of right internal iliac artery (iia) was performed prior to stent graft implantation. During evar, right leg had eia landing. The terminal aorta was 20mm x 19mm in diameter. Regarding the occluded site, it was occluded from near right cfa which was inserted the device. Therefore, it has a high possibility that occlusion would be occurred because the vessel got damage as it was sutured. There was no thrombosis within the stent graft, the thrombosis was near the cfa therefore the physician believes the occlusion is related to the procedure. The physician elected to perform a femoral-femoral bypass surgery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; small distal aorta and landing in rei). Unapproved use of device(user related; treatment of a an aortic neck less than 19 mm in diameter, small distal aorta and implanting iliac limb stent graft in near access vessel). Evaluation conclusion: device failure/lack of effectiveness related to patient condition anatomy related; small distal aorta and landing in rei may have contributed). Off ¿label, unapproved or contraindicated use (user related; treatment of a an aortic neck less than 19 mm in diameter, small distal aorta and implanting iliac limb stent graft in near access vessel).